Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that the stent could not pass through the lesion because of the vessel calcification and stent deformation occurred. It is also reported that during removal of the device from the patient the shaft of the stent broke while removing the stent from the catheter. There was damage to the stent struts. No patient injury is reported. The physician stated that the event was due to the use of the device in a difficult lesion morphology anatomy.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube 50.8cm and 53cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications due to stretching of the distal stent wraps. Deformation was evident to the 1st, 2nd, 3rd, 4th and 5th distal stent wraps with struts stretched. No deformation was evident to the distal tip. Damage was evident to the distal shaft proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.